Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via an implantable pump for cerebral palsy. Pump dosing period was from (B)(6) 2022 and ongoing. It was reported that after the catheter position was changed last november, the patient was doing well. However, on august 1, the patient came to the hospital because the spasticity had worsened. Refer also to MFR report # 2182207-2022-01378 regarding catheter having been lowered in (B)(6) 2022. An examination was conducted just in case. There were no problems with the pump roller test. The most recent refill also showed no problems with the variability rate. A catheter contrast study was performed. The drug solution in the catheter could be aspirated, and patency could be confirmed. However, it was found that the image looked as if there was a leak in the lower thoracic vertebra. The onset of the leak suspected from catheter was (B)(6) 2023. Since aspiration was possible, it is believed that the drug was delivered intrathecally, but catheter reconstruction will be considered after the follow-up/observation by adjusting the dosage for a while. At this point, it was unknown if the leak is from the catheter or not. Regarding worsening spasticity, the causal relationship to drug, pump, catheter, programming, and procedure was unrelated. Regarding suspected leak from catheter, the causal relationship to drug, pump, programming, and procedure was unrelated but unknown if related to the catheter. Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2023. The catheter contrast study was performed on (B)(6) 2023. A leak from the catheter was suspected based on the contrast examination. A total replacement was performed because there was no change during the course of treatment with increased dosage. Analysis of the catheter and pump system was requested to see if there are any problems.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg5ehme08 implanted: (B)(6) 2022 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 23-jun-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump and catheter components were returned.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg5ehme08 serial# implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: (B)(6) 2023 product type catheter; ubd: unknown, UDI #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. As of (B)(6) 2023 no change was seen regarding worsening spasticity, even with a 100 mcg bolus test. The outcome of the worsening spasticity and ¿rake¿ suspected from catheter was recovered as of (B)(6) 2023. However, it was further reported that the patient was doing well post-operatively but the tension became stronger on (B)(6) 2023, and a bolus dose of 100 g did not change the tension. An examination is scheduled on the 30th for precautionary reasons.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg5ehme08 serial# implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The catheter was explanted on (B)(6) 2023. The issue / leak, worsened spasticity, and no change despite dose increases was resolved. The pump and catheter were to be returned to the manufacturer.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The replacement pump implanted on (B)(6) 2023 was of model 8637-20 with serial number (B)(6). The replacement catheter implanted on (B)(6) 2023 was of model 8781 with lot number hg6tyd407. The results of the examination that was scheduled for (B)(6) 2023 were unknown. The dates and results of any further diagnostic tests/troubleshooting were unknown. The cause of the tension having become stronger on (B)(6) 2023 and bolus dose did not change the tension was unknown. Further actions taken to resolve the tension having become stronger and bolus dose did not change the tension were unknown. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the model 8781 catheter (proximal segment) received included the sutureless catheter connector and a pin connector. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis of the model 8781 catheter revealed damage to the transition tube. The model 8781 catheter was found to be patent and no leaking was seen during analysis. The unknown ascenda catheter (distal segment) received included a pin connector and anchor. Analysis of the unknown ascenda catheter (lot/serial number unknown) component revealed no anomaly. The unknown ascenda catheter was found to be patent and no leaking was seen during analysis. Analysis of the pump identified motor o-ring wear which did not affect the performance of the device in the laboratory. H6 correction: the imf code f15 was previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.